Event description:
The dr felt resistance while attemptintg to remove the catheter. He was able to manipulate the catheter so that it appeared to be coming out with no problem. Again, resistance was felt, and the catheter fractured. The catheter was discarded, and the amount of the catheter that fractured is unk --the fragment will remain in the pt.